Event description:
A patient reported experiencing inaccurate erratic results with a surestep meter. The patient's blood glucose results were 208 mg/dl. This was the only result provided by the patient. Tests were done 10 minutes apart. Patient did not experience any adverse events. No further information has been reported.